Event description:
It was reported that a 6900ptfx 25mm mitral bioprosthesis was explanted at implant due to mitral regurgitation. Report indicates, "the patient was closed, started to come off pump and experienced severe mr, the patient was unclamped and the valve was explanted." Also noted that it is suspected that a stitch was put into the leaflet.

Manufacturer narrative:
Method = x-ray. Evaluation summary: the explanted device was returned and evaluated, and results as follows: as received, the valve exhibited characteristic markings which indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against commissure 1, thus leading to a gap at the coaptation region. No other inconsistencies were noted, and the x-ray shows the wireform is intact. Multiple attempts to obtain the operative report and patient records from the healthcare provider have been unsuccessful. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates this event was caused by inadequate technique which resulted in suture looping; suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The investigation reveals no device quality deficiency during manufacturing that may have caused or contributed to this event.